Manufacturer narrative:
(B)(4). Additional information: the analysis results found that an er320 device was returned in good visual condition inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed twenty clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure,the clips were scissoring. There were no patient consequences. The case has been completed by using the same clip applier, however in the case where five clips on average would be needed, at least ten clips have been used in order to get a well-formed clip.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the device seemed harder to squeeze and more scissoring happened.